Event description:
It was reported that a 59-year-old hispanic female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implants and experienced a rupture on the left side and anisomastia on the right side post-operatively. Symptoms of breast shape change was reported on both sides. As a result, the patient underwent explantation on (B)(6) 2025. Mentor is aware of the discrepancy between the date of implant and expiration date. Mentor will followed up to clarify this information. For this reason, the medical device problem code of "use of device problem¿ (a23) has been added. If additional information is received clarifying the dates discrepancy, a supplemental report will be sent. This report is for the right-side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. D4: UDI: the UDI is unavailable. The product made prior to UDI compliance date. D6a. Implantation date: it was reported that the patient's implantation date was in 2018. The date of (B)(6) 2018 has been added as best estimate. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 07, 2025, the mentor failure analysis lab has received the device for evaluation. On july 13, 2025, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the devices were implanted after the expiration date. Multiple attempts have been made to obtain a clarification of the implantation date, however, no additional information has been provided. According to the product, insert data sheet sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown on the box label. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).